Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in cardiac arrest with no reported alarms. The cause of the patient's cardiac arrest was thought to be possible sepsis. The source of infection was the patient's driveline, however sepsis was not confirmed. They had low blood pressure and there was drainage from the driveline; they were treated with fluids, antibiotics, and pressors. The patient passed away on (B)(6) 2023. The cause of death was thought to be sepsis; the device operated as expected and the death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The log file contained events from 27oct2023 through 13nov2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C., and the heartmate ii lvas patient handbook, rev. C., are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including driveline infection, sepsis, and death. Section 6 of the IFU, ¿patient care and management¿, lists infection as potential late postimplant complications. This section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.